Event description:
It was reported that stent damage occurred. The 92% stenosed, 16-18mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was retruned for analysis. A stent delivery system (sds) was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found a hypotube break and kink located immediately proximal to the proximal strain relief (22mm proximal to the distal strain relief), at the site of the absent manifold. Multiple hypotube kinks were identified at several locations along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 16-18mm x 3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 16 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.